Event description:
Pt was having a renal cyst ablation. A drainage cath. Was placed within the cyst for 2 hrs. With 100% dehydrated alcohol. When attempting to withdraw catheter, the catheter broke within the cyst. Several attempts were made to retrieve broken catheter without success.